Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent an open right inguinal hernia repair with mesh due to recurrent right inguinal hernia. The original surgery was 3 months prior. The patient experienced additional surgery; and recurrence.